Event description:
It was reported that several sutures from this lot number broke off the needle during use. No harm to patient reported. Additional information: 3 sutures malfunctioned. Per gfe response, it was reported that the darts detached during deployment of the capio device. The suture was pulled back and tensioned along the capio handle as a suture management technique. There were not any partial throws made. Some amount of the suture or leader are still attached to the dart.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74f1700808 that can be related to the failure mode reported in the customer complaint. An attempt to duplicate the failure mode was not made , due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Manufacturer narrative:
(B)(4). A visual or functional inspection cannot be conducted since the sample involved in the complaint nor pictures were sent for analysis. The device history review could not be conducted since no lot number nor product code was provided. A corrective action cannot be determined due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed due to the lack of product code sample and batch number to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that several sutures from this lot number broke off the needle during use. No harm to patient reported. Additional information: 3 sutures malfunctioned. Per gfe response, it was reported that the darts detached during deployment of the capio device. The suture was pulled back and tensioned along the capio handle as a suture management technique. There were not any partial throws made. Some amount of the suture or leader are still attached to the dart.